Event description:
A non health care professional reported from us FDA that during the intra ocular lens (iol) implant procedure, the iol found to have crack. The iol was removed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).